Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost. The treating doctor is unsure if there is a direct relation between the event and the use of the aligners, and if there is, it would be due to the pressure applied to the tooth. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth (permanent impairment) extraction and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported tooth #14 broke, pain and required extraction. No additional information at this time.